Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call experiencing high blood glucose for two days in the 20 mmol/l range and the insulin pump alarmed no delivery the day of the call but has had absence of no delivery other times during basal and bolus. Blood glucose value at the time of the incident was 24 mmol/l; current reading was 20.3 mmol/l. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit. The drive support cap is recessed. The customer declined to check for site/set issues and the settings. Customer stated that the cannula was not bent. Customer was advised the site might be occluded and to change the entire infusion set.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the lcd window.